Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported by the pt's mother that her son turned pale and pulled the speech processor off of his head. No trauma was reported, but the mother said that she is not too sure because her son is moving around a lot in his wheel chair. Testing was carried out several times confirming that the device has malfunctioned.